Event description:
Event determined to be reportable based on analysis approved 02/25/2008. It was reported that during an unspecified diagnosiic procedure, a shaft kink occurred. At an unspecified time during the procedure, the middle cerebral artery ruptured. In an attempt to restore flow, the physician advanced a liberte 20mm x 3.0mm stent delivery system, however, a kink occurred in the mid-shaft of the device upon introduction. Another of the same device was used to restore blood flow. The pt's status is reported as "stable" analysis revealed a hypotube break.

Manufacturer narrative:
Visual examination of the device found that a break existed in the hypotube. The break was located approx 123.9cm proximal to the distal edge of the tip of the device. An examination of the break site found that the break appeared to have occurred as a result of severe kink the developed in the hypotube. A kink was present in the hypotube approx 2cm distal to the break site. The proximal section of the break including the hub manifold was not returned for analysis. An examination of the profiles of the crimped stent, balloon and tip found no issues with their profiles. It is noted that this device was used to restore blood flow in the middle cerebral artery, however, the liberte stent is indicated for use for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts. A review of the mfg record for this batch shows that the device met its material, assembly and product specifications. The most probable root cause for this complaint can be attributed to user error as the device was used to treat a cerebral artery and the device is not indicated for use in this area. A CAPA has been raised to address the issue of shaft kinks.